Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when the investigation has been completed. The patient was admitted for an ivtm treatment. The icy catheter was inserted in the patient's in the right femoral vein without issue. The therapy was successful. 7 days after starting treatment the catheter could not be completely removed from the patient. It was reported that it was a use error. Around 8cm of the icy catheter balloon was separated from the catheter and was removed using vascular surgery. There are no reports of patient consequence as a result of the reported issue. Reported that the issue was not attributed to zoll product. The patient is alive. Event was serious because required surgery. Event was possibly related to the zoll product due to relevant timing and location even reported use error. Customer is queries for clarification on a type of use error. Probably re-training will be helpful.

Event description:
It was reported that the patient was inserted an icy catheter without issue in the right femoral vein for an ivtm treatment. According to the information, 7 days after starting treatment, it was reported that the catheter could not be completely removed from the patient. Around 8cm of the icy catheter balloon was separated from the catheter and was removed using vascular surgery. There are no reports of patient consequence as a result of the reported issue. Based on additional information, after the follow up with the clinic, the reported issue was due to user error.

Manufacturer narrative:
The reported catheter issue was confirmed. The medial balloon was detached from the catheter shaft. Unable to perform functional testing due to the condition in which the icy catheter was received. The 3 infusion ports all flushed as intended. The balloon detachment could result from the user not deflating the catheter properly. The IFU instructs the user to "uncap or leave uncapped the saline in and out luers of the catheter. This will allow residual saline within the catheter to be expressed. As catheter is withdrawn, the balloons are compressed. Saline within the balloons must be free to pass out of the balloon or the balloon will not deflate making the catheter removal difficult". Additionally, the icy catheter was used for 7 days; this is beyond the 4 days of indication for use. Additional training will be provided to the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for icy catheter lot# 77935.